Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got a cassette failure during infusion. No patient harm/adverse event was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed. The cause was the downstream occlusion (dso) sensor reading doesn¿t change when attaching a cassette. Replaced dso sensor, bezel, and seal. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.